Event description:
It was initially reported that the zimmer meshgraft ii had shredded the initial donor site harvest and an additional donor site graft harvest was required. The additional harvest and the completion of the planned procedure was completed with an available alternate device and there was no reported delay or increased surgical case time.

Manufacturer narrative:
The device was returned to the MFR for eval and repair. A review of the service records for this device indicates that the device is 20 yrs old and has been in 8 times for repairs. The last repair was on 08/14/2002, for an unk issue. Inspection of the device found the calibration to be out of specification and the rachet gear was slipping on the device. Visual inspection of the cutter and roller showed signs of wear. A sample graft was taken with the device and was determined to be acceptable. The cause of the reported complaint was unable to be determined, as this device produced an acceptable graft when tested during the repair process. The instruction manual included with the product states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was service and returned to the customer.